Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced and the arm was upgraded with new brakes, gears, bearings and shafts. The complaint is being reported due to the psm failing the weighted brake drop test during failure analysis investigation.

Event description:
It was reported during a da vinci hysterectomy surgical procedure, that the patient side manipulator (psm) 1 produced an error message. An intuitive surgical, inc. (Isi) technical field specialist (tfs) verified the error in the system logs. The site was able to proceed with the case to completion. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the weighted brake drop test. Although this failure was found during in-house testing, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced.